Manufacturer narrative:
(B)(4). Evaluation, results: (improper component placement, removal difficulties). Results and conclusions: (severe angulation of the infrarenal aortic neck).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm. The vessel morphology was reported as there was moderate to severe angulation of the infrarenal aortic neck, the aortic neck in 26 mm in diameter at the renal arteries and 26 mm in diameter 1.5 cm below the renal arteries, there is mild tortuosity and severe calcification in the iliac arteries, there is mild tortuosity and severe calcification in the iliac arteries. The stent grafts were implanted; however there were difficulties during the removal of the delivery catheter. The physician believes that it was difficult to remove the delivery catheter sue to severe angulation of the aortic neck. There were no issues with suprarenal stents and the delivery catheter. During the difficult removal the stent graft was pulled down resulting in the stent graft being inaccurate delivered lower than intended. The physician implanted an endurant aortic cuff proximal to the bifurcated stent graft. No additional clinical sequelae were reported, and the patient is fine.